Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular output connector was broken. It was further noted that the atrial output connector was broken and that the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. There was no patient involvement. The epg has been returned for repair.